Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation : observed, one opening on the radius side assessed as fold flaw opening. Additional observations: ¿ brown particles observed on the inside device. ¿ wear abrasion observed. No further actions are required as no issues with the manufacturing process are observed.

Event description:
Healthcare professional reported right side deflation. Healthcare professional reported "any creases." Device has been explanted.

Event description:
Healthcare professional reported "any creases." Device has been explanted.